Event description:
It was reported that during a mid left anterior descending (lad) stenting procedure, in a totally occluded, heavily calcified lesion, the mini vision stents were being placed from proximal to distal through the narrow lesion. The pt was restless and was moving around a lot. A 2.5 x 23 mm mini vision was placed most proximally in the lesion. During post-stent dilatation with a voyager dilatation balloon, a dissection occurred at the distal edge of the stent. A second planned mini vision (2.25 x 15 mm) was inserted, distally, to the lesion; however, since it was not adequately overlapping the first stent, the stent delivery system (sds) was pulled back. The sds was pulled back too much and was completely inside the previously placed stent. Resistance was met when advancing the stent, so it was decided to place the stent inside the previously placed stent. A third planned mini vision (2.25 x 12 mm) was advanced; however, while advancing through the two previously placed stents, resistance was met. While attempting to remove the stent, it dislodged from the balloon onto the pilot 50 wire. The balloon was advanced and was able to deploy the stent inside the two previously placed stents. The pt remained stable during the procedure. The procedure was stopped. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The rx mini vision 2.25 x 15 mm (part#1007822-15/lot# 9111841) is being filed under a separate manufacturer report number. Evaluation summary: the mini vision stent delivery system (sds) was not returned which may have aided in evaluation and determination of cause for the reported difficulty to position and remove the sds. However, in this case, it is likely that the attempts to treat a lesion distal to a previously implanted stent contributed to the reported difficulties. It is likely while the mini vision sds was moving through the previously implanted stent, the stent struts likely interacted such that as force was applied during removal, the stent implant dislodged. It should be noted that the mini vision instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. The dislodged stent was eventually implanted inside the other mini vision stents. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficulty to position/remove, stent dislodgement, use errors, or the pt effects of foreign body in pt and additional therapy/non-surgical treatment for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulty positioning/removing the sds and stent dislodgement appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.